Event description:
Per complainant, one of the legs on the lift folded inward, and dumped the end user on the floor, hurting her back, and shoulder. The end user had just got out of the hospital after just having surgery.